Event description:
The temporary pacemaker was returned for repair and tested out of specification. It was reported that the external pulse generator (epg) case was broken and the crack was at the mid-seam. The customer's allegation was confirmed. Subsequently the epg was analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis found upper/lower cases, two side bail covers, ring cover, and the battery drawer were broken. Additional finding noted the ring was bent.